Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that several days post implant, a remote transmission indicated a high atrial lead threshold measurement on the date of the transmission. It was noted that the transmission was sent as the patient had taken a fall. The atrial lead remains in use. No patient complications have been reported as a result of this event.